Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer was unable to advance universal surgical manipulator (usm) 4. The staff tried multiple instruments and reseating the drape, with no change. The customer proceeded with three usms. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in the system logs, the 23003 error was found indicating joint position error limit for master tool manipulator (mtm) and patient side manipulator (psm) coupled with error 23007 indicating high command velocity during wiggle test on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. The complaint regarding unable to advance usm was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.